Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the play of upward/downward knob was out of the standard value due to wear of angle wire, bending section cover had a scratch, adhesive of bending section cover had a chip, a crack, and a white-clouded area, adhesive around objective lens was peeled, adhesives around objective lens had white-clouded area, light guide lens had a crack, adhesive around light guide lens was peeled and had white-clouded area, plastic distal end cover had a dent, connecting tube had buckling, a scratch, and a wrinkle, objective lens had a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, paint on suction cylinder was peeled, paint on air/water cylinder was peeled, grip was shaved, switch box had a scratch, forceps elevator lever had a scratch, and the connecting tube had a wrinkle. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges, the air/water nozzle was flushed with the detergent solution, and the air/water nozzle was flushed with air and water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope connecting tube had a dent. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the customer¿s response, reprocessing failed to be practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. However, it¿s likely the cause is related to deviation of the reprocessing method from the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.